Event description:
Report #1 of 2. Report received of air bubble passage through an in-line filter. The customer reported that while running the set during product demonstration with a "thick" lipid emulsion, air bubbles were passing through the filter. The filter reportedly "looked" completely saturated, but still allowed air bubble passage. There have been no reported adverse pt events, or delays in critical therapy. Though requested, no further info was received.